Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column during dilator removal cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that while withdrawing the dilator from the steerable guide catheter (sgc), the sgc lost fluid column. The sgc was safely removed from the patient and exchanged. The procedure was concluded without further reported complication and an mr reduction to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.